Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during use. The home patient (hp) stated that her patient line did fit her transfer set. The technical service representative (tsr) explained that the hp must be trying to attach to the wrong line. The hp described the line and it was the drain line. The tsr tried explaining this to the hp, but she said it was the same one that she had always used. The tsr advised the hp to start over with new supplies. The tsr walked the hp through ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. She stated that the patient line connector would not fit on her transfer set. She stated that it did not appear damaged in any way, but that it just would not connect. After starting over with new supplies, therapy went well. She did not make any allegations against her transfer set, as it has connected properly since. She did not have any information on her transfer set. She had discarded the cassette and did not recall the lot number. Therapy since has been going well, and there were no adverse effects reported in relation to this event.